Manufacturer narrative:
(B)(4). (The lot 14h016 was manufactured on august 06, 2014 - august 07, 2014). The affected device was received for evaluation against the reported condition. Visual inspection reported no flow at the distal leur. Microscopic inspection of the flow restrictor revealed the direct cause to be micro air bubbles blocking the fluid path. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No flow was reported on a folfusor elastomeric device. This occurred during patient use, but no known medical intervention was reported. The device contained 5-fu and saline. No additional information is available.